Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
Patient underwent surgery in 2013. Patient presented to surgeon with pain in right hip. Revision surgery was performed on 4/14/15. The head was removed and the liner and screw was removed. The cup was extracted with surgeons fingers, was grossly loose. High powered field was performed by pathologist resulting in negative test for infection. Aseptic loosening was diagnosed. Stem well fixed. Right side.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient underwent surgery in 2013. Patient presented to surgeon with pain in right hip. Revision surgery was performed on (B)(6) 2015. The head was removed and the liner and screw was removed. The cup was extracted with surgeons fingers, was grossly loose. High powered field was performed by pathologist resulting in negative test for infection. Aseptic loosening was diagnosed. Stem well fixed. Right side.